Event description:
Information received indicated that the siderail will not latch.

Manufacturer narrative:
The hill-rom technician found that the siderail was bent. He replaced siderail and latch to resolve the issue.